Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that patient presented remotely. Upon review of the transmission, the insertable cardiac monitor (icm) exhibited intermittent under sensing. No intervention was performed. There were no patient consequences.